Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'false downstream occlusion' which was reproduced. A review of the event history log identified the multiple presence of 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event happened during programming/ setup of a patient therapy at the air care team department. There was no known patient injury or medical intervention associated with this event. No additional information is available.